Event description:
During procedure, transurethral resection of the prostate (turp), per dr, the white tip of the inner sheath of the 28 french resectoscope came off in the patient's bladder. The entire tip was retrieved out of the patient by dr2, per dr1. The tip and the resectoscope inner sheath were removed from the sterile field and taken out of service. Unfortunately, item was discarded.